Event description:
It was reported that this patient had experienced a wheelchair accident ten days prior to the date of this report. The patient, noted to have multiple sclerosis, reported she was in pain and waiting for a ride and had ¿really bad¿ spasms. The patient hit her eyes and fell head first onto the ground, fractured her legs and experienced a concussion. This resulted in being hospitalized for the ¿last 10 days.¿ the patient came home and noted her pump was beeping for the ¿last three days.¿ her last refill was 6 weeks prior and she was due for a refill on (B)(6). The patient reported issues with her insurance. This device system delivered morphine. It was later reported that after the above accident the patient had been bedridden and needed home health to refill her pump. The patient¿s legs were casted from ankles to hips and she would be bedridden for another 6-8 weeks. The patient now reported the accident occurred four weeks ago. The patient did state that the pump is refilled every four weeks and the next refill is three weeks away. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).